Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 06 mar 2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the drawer was failed. A field service engineer fse identified that the drawer 12 was failed due to broken cubie in row b and also the cubie tray for row b was bad. The fse removed all cubies and replaced the cubie tray to resolve the issue. The system functioned as intended after the field service engineer repaired the device.